Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 main was failed. A field service engineer replaced the retractor band to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawaer was repetedly failed. The customer stated that the malfunction occurred when user trying to issue medication for the patient. It was not a critical medication. Customer added there was a slight delay as they were unable to access the medication and required a member from pharmacy to come out and assisted with the failure. There were no adverse events or injuries reported based on this event.